Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery system o2 sensor could not be calibrated. Manual control of gas flow rate and fio2 remined available. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.